Event description:
It was reported that the ventilator alarmed for o2 sensor errors while in use. The received logs also contain high pressure and low o2 alarms. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Simulated use test of the received o2 and air gas module has not reproduced the described customer issue with o2 sensor failure alarm, nor the returned device logs. According to the returned device logs there was two occasions with alarms for low oxygen gas in relation to low pressure of the incoming oxygen gas to the ventilator. The o2 sensor error alarm does not affect ventilation, the o2 sensor has only a measuring function in the ventilator system and will not change or affect the set values. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.